Event description:
The hospital reported that vasoview hemopro 2 stopped working. Power setting at 3. There was an audible beep from the power supply. Both lights on the power supply were illuminated. There was no attempt to change the power supply. The device did not shut off after the 15 second activation cycle. Switched cord but still did not work. Completed case with new hemopro. Product was tested before case and worked. It also worked the first half. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.